Manufacturer narrative:
The device was not returned for analysis. An event of patient effects for heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported heart block could not be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted at 3mm. Post-procedure, the patient developed heart block, the patient did not receive a pacemaker. The patient was reported stable. It was reported on (B)(6) 2025, the patient will be receiving a permanent pacemaker.